Event description:
Info received indicates the head hi/low section of the bed is drifting slowly on its own.

Manufacturer narrative:
The tech isolated the issue to the trend valve not functioning properly. He replaced the trend valve to repair the bed.